Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400+ mg/dl. Customer¿s blood glucose level 65 mg/dl. Customer had a symptom like scarring, pain, bruising, irritation. Customer also experienced a low blood glucose and treated by drinking juice for low blood glucose. The insulin pump will not be returned for analysis.